Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. Fluid was not discovered in the pump module area. The cause of the leak was a hole in the back film of the cassette. It was reported that an alternate treatment option was available. The patient will allow the cycler to air dry. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per treatment data, the pdrn verified that the patient did not complete treatment that day on the cycler. The pdrn also verified that the patient has been completing treatments on the cycler the following days without issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. Fluid was not discovered in the pump module area. The cause of the leak was a hole in the back film of the cassette. It was reported that an alternate treatment option was available. The patient will allow the cycler to air dry. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per treatment data, the pdrn verified that the patient did not complete treatment that day on the cycler. The pdrn also verified that the patient has been completing treatments on the cycler the following days without issue.